Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. No insulin flow block alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed insulin flow block. The customer¿s blood glucose level was 251 mg/dl at the time of incident. The customer was assisted with trouble shooting. The insulin pump is being replaced and is expected to return for analysis. No further details are given.